Manufacturer narrative:
This report is being supplemented to provide correction to the initial MDR. The correct registered site is brooklyn park, not aomori. The registration number is (B)(4). Corrected fields: d3, g1, d4, h4

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the needle was broken at a position about 13mm from the tip of the needle tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the needle is broken when a load was applied to a needle that has been significantly bent and deformed in the direction of returning (stretching) it to a straight line. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic ultrasound bronchoscopy (ebus) puncture procedure, the needle broke off and became stuck in the patient's lymph node. The issue occurred during the fourth puncture of the lymph node. The patient had to be extubated, and the needle tip was retrieved using forceps. The examination was then completed using a replacement needle of the same type. There were no reports of patient harm.